Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring chest tube placement and hospitalization. The lesion was in the left lower lobe (posterior segment). Tools used included 21g flexision needle, compatible forceps, and cytology brush. Imaging modalities used were c-arm fluoroscopy and radial endobronchial ultrasound (ebus). Staging (utilizing ebus) was performed. The procedure was completed. The diagnosis was chronic inflammation (benign). Per the physician, there was no issue with the ion system. The physician believed the pneumothorax occurred because the patient was hyperventilated and had high tidal volume during the procedure.